Event description:
Reportable based on device analysis completed on 30-nov-2023. It was reported that crossing difficulties occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 24 x 3.00 promus premier drug-eluting stent was advanced for treatment. During the procedure, the stent could not cross the lesion. The device was completed with another of the same device. There were no patient complications reported, and the patient was stable post-procedure. However, returned device analysis revealed stent detachment. It was further reported that the stent was found to be detached from the balloon upon withdrawal. It was indicated that the dislodged stent would be returned to boston scientific for analysis, however, it has not yet been received.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). Device evaluated by MFR: a 24 x 3.00mm promus premier stent delivery system was returned for analysis without the stent. A visual and tactile inspection of the hypotube profile noted no issues with the hypotube shaft. The visual and tactile inspection of the shaft polymer extrusion profile identified no issues with the outer / mid-shaft or the inner lumen of the device. The stent was not attached to the delivery system. A microscopic analysis of the balloon profile revealed that the balloon cones were subjected to positive pressure. The balloon was returned in a deflated state and crimp markings were visible on the balloon. A microscopic analysis of the tip profiled revealed no issues noted with the bumper tip.